Event description:
The customer contacted baxter's service center regarding therapy assistance, which occurred on the homechoice (hc) during initial drain. The home patient (hp) needed to end therapy due to not being properly connected during the initial drain. The patient line was not fully twisted onto the transfer set and some fluid leaked out. The hp stated that he spoke to his registered nurse (rn) and was instructed to end therapy and restart the setup with all new supplies. The technical service representative (tsr) assisted the hp with ending therapy. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that she had recently seen the patient, and he was doing well and continuing therapy on the homechoice. She was not aware of this particular event, but stated that the patient had probably spoken with his primary nurse. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.